Event description:
Brief inquiry description: chemo spill using onguard 2 detailed inquiry description: reported the following, "when I was priming pediatric vincristine this morning, the spike port adaptor came out of the 50ml bag and spilled chemo all over the hood. I had not touched the tubing or the bag, and the pump was on the third cycle. When I attached the spike port adaptor I made sure it was inserted all the way and pulled on the adaptor to make sure. Could the motion of the pump priming cause the adaptor to slide out?" Patient involved in the inquiry event- no. When did event occur- while compounding orders. Injury- exposure of employee tbd- patient not involved in event.